Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing while the patient was exercising. Technical services (ts) was contacted, ts discussed programming options, and programming changes were made. The s-ICD system remains in service. No adverse patient effects were reported.